Event description:
It was reported that the uv disconnect cap became disconnected from the spike of the transfer set while the patient was asleep. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A visual inspection was performed and no issues were found. Functional testing was performed and no issues were found. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.